Manufacturer narrative:
The modular head was returned for evaluation. A cocrmo modular head was revised due to suspected infection however upon surgery a possible tissue reaction was found. Staining around the head and on the taper interface was present on the received component, which is suggestive of a fretting/galvanic/crevice damage mechanism. The exact cause for this cannot be confirmed with the details provided, but it could be related to debris at the taper interface, the patient condition or joint laxity.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on unknown date due to suspected infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown; expiration date - unknown; implant date - unknown; explant date - unknown; manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.